Event description:
It was reported that the patient presented to the hospital with syncope. It was also reported that the device was unable to be interrogated, had no pacing and no audible alerts were heard. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device was noted to function nominally upon receipt as pacing and telemetry were nominal. Overall current drain was found to be nominal as well. Two times during the analysis, the device was noted to be in a state with extremely high current drain, no pacing, and no telemetry. The anomalous state came about randomly (no correlation to a specific action) and could not be re-introduced on demand. Repeated attempts to re-induce the failure were not successful. Though the random high current states were calculated to be enough to cause the battery to deplete in the 3.5 month implant window, no conclusions can be drawn. No save-to-disk was available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a device hybrid shortening and low resistance.